Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient¿s family could smell a burning scent from the power cord or the remote monitor. It was further noted that the power cord has never been replaced; therefore, patient support (ps) sent a new power cord to the patient. The monitor remains in use. No patient complications have been reported as a result of this event.